Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has been refusing to use her device and stating that it does not work. At the beginning of the year, the patient would periodically refuse to use the stimulator, but was currently refusing it every day that it was offered. It was suspected by the consumer that the patient waited until the pain is so bad that it doesn¿t work. The patient was redirected to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.